Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. Evaluation observed keypad malfunctions were obvious during the product evaluation. The following keys were inoperable: (ok),#0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 keys. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the (ok) key will occur following the selected key's function. The cause was determined to be a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a repeated/duplicate keypad output. It was also reported there was no patient involvement.